Event description:
Caller reported a malfunction occurred on pump. There was no adverse impact to customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer was not at home during call and will contact support again once charging supplies are available to reset pump.